Manufacturer narrative:
Positive and negative leads on the terminal block had worn through the insulation and made contact with each other.

Event description:
It was reported by service report that positive and negative leads on the terminal block had worn through the insulation and made contact with each other. No patient involvement or adverse consequences are reported.